Manufacturer narrative:
Medical device: 4554 competitor lead implanted on (B)(6) 2011, 407645 lead implanted on (B)(6) 2010 and 305c223 tissue valve implanted on (B)(6) 2010.

Event description:
It was reported that the patient experienced an inappropriate shock. Interrogation of a remote transmission revealed that a lead integrity alert (lia) had triggered for the right ventricular (rv) lead. Noise, oversensing and a loss of pacing were noted. Varying rv pacing impedance had also been noted over the previous two months. Lead reprogramming was scheduled and the lead remains in use. No further patient complications have been reported as a result of this event.